Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, it was noted that the atrial lead exhibited intermittent oversensing when the patient raised his arm higher than his head. The patient did not experience any symptoms or discomfort.